Event description:
During withdrawal of guidewire, the wire looked like an "accordian" and the doctor only had a thin thread to hold on to. The doctor withdrew catheter guidewire together and when there were about 5cm left, the guidewire broke loose. The catheter was flushed without difficutly and there were no signs of occlusion. Post operative xray and CT scan shows a metallic piece in the subclavian area. It is laying outside the vessel. No other intervention is planned.